Manufacturer narrative:
If the information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Only the driver was received for this complaint and not the anchor or the suture. The complaint device was received and reviewed together with an npd engineer. Visual observation shows no anomalies on the driver, therefore a clear root cause could not be identified. One hypothesis is that the surgeon may have maintained tension on the free limb of the fiber tape (either in his hand or cleated on the ring) causing the anchor to twist instead of advancing into the bone hole. This complaint cannot be confirmed. A review into the depuy mitek complaints system revealed no complaints of any type for this lot of devices that were released to distribution. A root cause for the reported failure cannot be discerned. At this point in time, no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. A review of the device history record indicated that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. (B)(4). This report is being filed from the (B)(4) complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
This is report 2 of 2 for the same event. It was reported by the sales rep that during a rotator cuff repair, it was observed that the 5.5 healix advance br 3 suture w/o cord device would not advance into the bone-hole. The sales rep reported that the anchor kept spinning and appeared loose on its inserter. The surgeon completed the procedure with another same type, same size anchor in the same bone-hole with no patient consequences or delay. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.